Event description:
It was reported that a routine follow-up appointment, a right ventricular (rv) lead safety switch (lss) to unipolar sensing occurred due to a high, out-of-range pacing impedance measurement (>3000 ohms). The physician suspected potential rv insulation damage to be the cause. Provocative maneuvers were performed and did not elicit changes in impedance or noise. The physician elected to continue with remote monitoring for 6 weeks and re-assess the rv lead. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a routine follow-up appointment, a right ventricular (rv) lead safety switch (lss) to unipolar sensing occurred due to a high, out-of-range pacing impedance measurement (>3000 ohms). The physician suspected potential rv insulation damage to be the cause. Provocative maneuvers were performed and did not elicit changes in impedance or noise. The physician elected to continue with remote monitoring for 6 weeks and re-assess the rv lead. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.